Event description:
During a lead revision, it was not possible to loosen the set screw of the device to remove the lead. The device and lead were explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to loosen the right ventricular (rv) setscrew to release the rv lead was confirmed. The analysis revealed the setscrew could not be untightened and had to be removed by machining. Epoxy was confirmed to be the substance found in the rv connector block threads, which caused the setscrew to be stuck in place and unable to removed by the wrenches. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. As a result of this finding, abbott is performing further investigation..

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.